Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The clinic manager (cm) for a user facility reported to fresenius that a hole was identified in the combiset bloodlines during the patient¿s hemodialysis (hd) treatment that resulted in the accumulation of air within the system and a blood leak. The cm stated that the 2008t machine alarmed with an air leak detector within 30 minutes of initiating the patient¿s hemodialysis (hd) treatment. Upon responding to the alarm, a blood leak was observed coming from a hole in the tubing of the combiset bloodlines. The arterial line was rinsed back but too much air had entered the lines for the patient¿s blood to be fully returned and the venous line was lost. The patient¿s estimated blood loss (ebl) is approximately 150 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment continued after the machine was restrung with new bloodlines. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinic manager (cm) for a user facility reported to fresenius that a hole was identified in the combiset bloodlines during the patient¿s hemodialysis (hd) treatment that resulted in the accumulation of air within the system and a blood leak. The cm stated that the 2008t machine alarmed with an air leak detector within 30 minutes of initiating the patient¿s hemodialysis (hd) treatment. Upon responding to the alarm, a blood leak was observed coming from a hole in the tubing of the combiset bloodlines. The arterial line was rinsed back but too much air had entered the lines for the patient¿s blood to be fully returned and the venous line was lost. The patient¿s estimated blood loss (ebl) is approximately 150 ml. No serious injury or required medical intervention resulted from the reported issue. Treatment continued after the machine was restrung with new bloodlines. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.